Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system rail guide screws were very tight. A field service engineer loosened all the rail guide screws on drawer and adjusted them side to side to verify no binding, also loosened back plane and adjusted the drawer to give more clearance in the latch insep which resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the drawer 5 full-height of the pyxis medstation es system is experiencing difficulties in opening. The customer reported that user prevented accessing medications to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 not able to open. A field service engineer released all rail guide screws on the drawer and made side-to-side adjustments to ensure there was no binding. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the drawer 5 full-height of the pyxis medstation es system is experiencing difficulties in opening. The customer reported that user prevented accessing medications to patient. There were no adverse events or injuries reported based on this event.